Event description:
It was reported that a guidewire fracture occurred. A 300cm, 8cm v-18 control guide wire was selected for use. During the procedure, the guidewire was fractured inside the catheter. The procedure was completed with another of the same device. There were no patient complications reported.